Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump errors found on october 3, 2021. Insulin pump passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully, however, damaged retainer ring noted. The history download confirmed pump error due to software error found on october3, 2021 at 0:36. The formatted history file confirmed pump error alarm (line number 1421 file number (B)(4)). Problem isolated to the electronic assembly as per global logic analysis esf3010978. Pump error found in the history download on october 3, 2021 at 0:36 due to software error. Pump error found in the history download on october 3, 2021 at 0:37 and on october 5, 2021 at 14:40 due to reset after software error. Insulin pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, partially broken retainer. In summary, customers alleged pump errors were confirmed through the pump history download due to a software error. Additionally, retainer ring damage noted.

Event description:
Information received by medtronic indicated that the insulin pump alarmed error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.